Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode due to a magnetic resonance imaging (MRI) scan. The ICD was successfully restored. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was initially in backup mode with high voltage therapy disabled due to receiving a magnetic resonance imaging (MRI) scan without placing the ICD in MRI mode.